Event description:
Pt felt they did not have adequate restriction, and subsequently testing found tubing to access port is broken. Surgery to replace not yet scheduled. Follow up findings: leakage at or near tubing connector.